Event description:
Info received indicates the head up/down function is not working. The head section is raised half way up.

Manufacturer narrative:
The technician replaced the control box to repair the bed.